Manufacturer narrative:
(B)(4). Date of initial report: 08/20/2016. Date of follow-up report: 08/25/2016. One used lf5544 ligasure device was received, and sample evaluation confirmed the reported issue. Examination of the device found the knife does not extend or retract when the trigger is activated. This is because the knife was contacting the back of the seal plate, which occurs when excessive tension is placed on the jaws, forcing them out of alignment. The device tested within specifications for sealing. The issue is attributed to user error. The IFU included with this product lists measures to prevent difficulties in deploying the knife. Inspection of the device also found the clear insulation close to the jaws was damaged. The investigation identified the root cause to be user error, where the insulation shows signs of damage with improper handling through a trocar. The IFU states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Review of the device history records for this lot found no potentially contributing factors, and no trend is associated with this issue. Review of the device history records for this lot found no potentially contributing factors, and that it was released upon meeting all quality requirements.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device did not work. No patient injury was reported and no significant bleeding occurred. Inspection of the received device on (B)(6) 2016 found the clear insulation is damaged and a piece is missing. No response has been received from the customer regarding location of the missing piece.